Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient woke up with tube broken off at the tubing connector while sleeping. The site location was on the back of her hip and the pump was on the same side. The infusion had been used for two days. The infusions were stored, or used, in a place inside, where they were not exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.